Event description:
The hcp reported that while programming a pump, it was noted that the total duration for dosing was sent to 29:00:00 and not 24:00:00. This had been overlooked at several programming sessions. The patient has been having intermittent spasticity, but he is reported to be a "complex patient" with other medical issues, so they know this programming error was not the sole contributor to his symptoms. The patient's pump was updated and the patient sent home.